Manufacturer narrative:
Additional information can be found in the following fields: g4, g7, h2, h3, h6, and h10.: 4315, 4310- intuitive surgical, inc. (Isi) has received the stapler 45 instrument and the reload associated with this complaint and completed investigations. The instrument was returned with a reload stuck in the jaws. Failure analysis was performed on both items that were returned. The stapler 45 instrument was placed on an in-house system and failed engagement. The housing was removed and it was found that the instrument had a broken grip cable at the proximal end, likely causing the instrument to fail engagement. The instrument was reworked to overcome the engagement failure. The instrument failed initialization around 98-99%, so functional tests were unable to be performed. Visual inspection was performed and found the housing to have broken snaps and broken chassis. These failures are likely due to mishandling/misuse. The instrument's bearings were found to have corrosion and the instrument's clamping pulley was found to have white residue. These failures are likely due to improper cleaning. Based on a log review, the instrument was found to have firing and unclamping failures. The logs also showed that the manual grip release wrench was used to remove the instrument from the system based on the log review. Log review confirmed that the firing failure and unclamp failure both occurred very early in the firing/unclamp sequence. Normally these early failures are a result of hardware damage at the wrist. The instrument was visually inspected and no damage to the clamp or fire cardan were seen. The yaw plate was intact and undamaged. The broken grip cable at the back end was likely a result of the site using the srk following the unclamp failure, and likely contributed to firing or unclamp failures. After re-working the instrument to bypass the engagement failure caused by the broken grip cable, the leadscrew was lubricated to enable initialization to pass, and the instrument was able to be tested for clamping and firing. The stapler 45 instrument was able to successfully clamp/fire/unclamp on a test sheet. A shim test was also performed to assess clamp performance and the instrument was able to clamp/unclamp on a 0.032" thick shim, indicating clamp performance was as expected. The cause of firing and unclamp failures was unable to be determined. Stapler 45 reload findings: the reload was returned stuck to the stapler 45 instrument associated with this record. The instrument release kit was used to remove the reload from the stapler instrument. Upon visual inspection, the reload appeared to be unused and unfired. Damage to the cartridge was observed. The reload was fired successfully with an in-house instrument when placed on an in-house system. All staples deployed from the reload. The reload was disassembled in-house for inspection. No damage to the lead screw or the knife was observed . In conclusion: failure analysis has identified that based on internal testing, the stapler 45 instrument performed as expected for clamp performance. At this time, the cause of the firing and unclamp failure detected by the customer is unknown.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the stapler 45 instrument associated with this complaint. If additional information is obtained, a follow-up MDR will be submitted. Logs show that the stapler 45 instrument was installed once, and had a partial fire that failed at < 1% completion. Then the subsequent unclamp failed at 2% completion. System logs indicate e-stop (emergency-stop) was pressed; then, the system detected the use of the stapler release key. Low completion percentages for the partial fire and unclamp failure suggest there may be some hardware damage on the instrument. Image review: a review of the submitted image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: two of the three photographic images showed one grip cable sticking out at the wrist. The third image indicated that both grip cables (grip open and close) were sticking out at the wrist. This suggests that at least one cable was either loose or broken, although none of the images showed a cable break. This complaint is being classified as a reportable adverse event and malfunction event due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the stapler 45 instrument was stuck on the tissue due to an unclamp failure. The site accidentally used the irk to attempt to release the tissue and then subsequently used the srk. However, the issue persisted. As a result, the surgeon cut the tissue around the instrument's jaws and then sutured it. Follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date iis not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted gastrostomy procedure, the stapler 45 instrument was stuck on gastric tissue. As a result, the surgeon had to excise the gastric tissue to release the stapler 45 instrument. Then, the surgeon sutured the tissue. On 10-sept-2020, intuitive surgical, inc. (Isi) contacted the site's robotic's coordinator and obtained the following information: the patient was a (B)(6) white female who weighed (B)(6). It was reported that the surgeon was trying to create a hole in stomach tissue for the gastrostomy. The first time the surgeon attempted to fire the stapler 45 instrument with a blue stapler 45 reload, the stapler 45 instrument clamped down with no issues. At that time, the system generated a message to release the jaws using a release key. The robotics coordinator stated she pressed the emergency stop button and used the instrument release key (irk.) However, the jaws did not open. The robotics' coordinator had the isi clinical territory associate (cta), who was outside the or, come in and call isi's technical support. The customer realized that they were using the irk, when they should have been using the stapler release key (srk.) For this issue. The isi technical service engineer (tse) guided the customer to use the srk; however, the issue persisted. Then the tse recommended that an alternate method to remove the stuck tissue was to cut the tissue around the stapler 45 instrument's jaws. The surgeon opted to cut around the jaws of the instrument. The robotics coordinator stated that the patient experienced a mucosal tear on the stomach tissue, and the tear was repaired with sutures. It was reported that the stuck tissue was approximately at the 25 mark on the instrument jaws. The robotics coordinator stated there was minimal oozing that was witnessed, which was not of any concern. The procedure was completed with no other issues. When the stapler 45 instrument was removed, it was noticed that there were two pieces of cable sticking out near the stapler 45 instrument's jaws. The robotics coordinator confirmed the following: there was no tissue tension, no tissue bunching, the instrument was inspected before use, and no buttress material was used. There is no video recording of the procedure available for review. However, the robotics coordinator provided photographic images for review.